Event description:
It was reported that one episode of noise was observed during device check on (B)(6) 2015. The patient was not symptomatic. The cause of noise was undetermined. The patient was continued to be monitored and no more noise episodes were noted. During next routine follow-up, the patient reported feeling significantly fatigued. Physician does not believe that the patient symptom was related to noise. No further information is available.